Event description:
It was reported that the vns pt was seen for a follow up appointment and it was noted that high lead impedance had resulted from an unk diagnostic test. The pt had been experiencing an increase in seizure frequency beginning in (B)(6) 2009. The pt was last seen for follow up in (B)(6) 2009. X-rays were taken and sent to manufacturer for review. Review of x-rays revealed no obvious lead discontinuities or anomalies which could be contributing to the high lead impedance. The pt has subsequently had surgery where only the lead was replaced, which has been returned to manufacturer where analysis is underway. Good faith attempts to obtain additional info from the site are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.